Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the output voltage of the ps1 would drop outside of specifications. The suspect generator starter board has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative noted that there was an error 134 found in the logs. The voltage of the system was adjusted and the starter substrate replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that an alert sound was heard from the system. The issue was resolved by restarting, however, after a while it was heard again. The site restarted again to resolve the issue. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.